Event description:
It was reported patient experienced ineffective therapy and x-ray confirmed one lead was fractured and diagnostics revealed high impedances on the other lead. As such, surgical intervention was undertaken wherein both the leads were explanted and replaced with new leads, restoring effective therapy.

Manufacturer narrative:
B3-date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.